Event description:
Additional information was received indicating diagnostic imaging was performed and migration of the device was observed. The device was successfully able to be interrogated. The physician suspected the inability to interrogate was due to the device being in a different position than anticipated. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, the device was unable to be interrogated. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.